Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event on (B)(6) 2014. The lifevest treated the pt at 12:25:50. The rhythm at the time of the treatments was sinus tachycardia at 106 bpm with motion artifact. Motion artifact contributed to the false detection. The pt was an inpatient at the hosp, was unconscious, and was being moved form his bed by hosp staff at the time of the event. The response buttons were not pressed during the event. The pt remained in the hosp and continued to use the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt remained in the hosp and continued to use the lifevest. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor (B)(4) - reuse. Electrode belt (B)(4), 04/2013 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.